Manufacturer narrative:
Correction information: g6: follow up #1. H2:if follow-up, what type? H6: coding changed based on the investigation result (health effect - clinical code, health effect - impact code).

Event description:
Pentax medical was made aware of an event which occurred in the (B)(6) region involving pentax video scope eg-2990k. In the event reported, it was stated that there was no video image. It is unknown when the anomaly was discovered.. There was no adverse event reported with this complaint. The device was returned to pentax for further evaluation on service order 3135626 and was inspected where the user narrative was confirmed. The inspection findings are as follows: image distorted; passed wet leak test; endoscope failed electrical safety test - plct; pve electrical connector frame has severe corrosion passed dry leak test; customer complaint confirmed; mild moisture on pve electrical connector frame; air/ water nozzle glue worn; ccd circuit board corrosion pve electrical pin corroded. The device is in the process of being repaired and will be returned to the user upon completion. Parts to be replaced: o-rings and seals, pcb for ccd k2 pb-free/ntsc, electrical connector assy. A review of the service history indicates the device was not routinely serviced at a pentax facility. On 24-sep-2021, a device history record (DHR) review for model eg-2990k, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 14oc2013 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. No other information provided with this complaint.

Manufacturer narrative:
(B)(4).if additional information becomes available, a supplemental report will be filed with the new information.